Event description:
It was reported by the patient that they woke up in the morning and felt severe fibromyalgia and a burning sensation from head to toe and around the device. The patient later reported they were still in pain 6 weeks after implant of their device. They experienced nausea, pressure in the back of their throat, a change in their voice, chest pressure and itching between their breasts and on their breast bone. The patient stated that when they lifted their arm, the device went into their left armpit. The patient reported seeing several physicians but no intervention was done. Follow-up was conducted to obtain information on the patient and whether the symptoms was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient was seen at the device clinic and the device system was functioning as normal. The patient's symptoms seemed to be getting better. The patient then reported that they fell and their arm and chest were hurting. The patient stated they could still feel burning from the needle sensations. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.